Manufacturer narrative:
The reported event of impeded mobility due to calcification was confirmed. Morphological and histopathological examination found calcifications in all three leaflets. All three leaflets were fibrotically thickened. Leaflet 1 contained a tear adjacent to a calcified nodule. Fibrous pannus ingrowth was present on the inflow surfaces of leaflets 1 and 2, and the outflow surfaces of leaflets 2 and 3, pinning and folding leaflet 3. No inflammation was found. The stent was ovalized when received, consistent with damage during explant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, calcification is a known event associated with tissue heart valves. Information from the field indicated the valve had been implanted for nearly 6 years.

Event description:
On (B)(6) 2013, a 19mm trifecta valve was implanted. On (B)(6) 2018, the trifecta valve was explanted due to impeded mobility of the cusps caused by suspicion of pannus ingrowth in the aortic position. Upon explant of this valve, no pannus was observed, however, calcification was observed on the cusps. A 19mm carpentier-edwards perimount magna ease aortic heart valve was implanted as the replacement.